Event description:
Patient was being positioned for surgery on or table. When placing the patient's legs in allen pal stirrups, the right stirrup detached from the operating room table causing the patient's right leg to fall. The two doctors present evaluated the patient's leg for visible injury, none noted. A post-op x-ray of right hip was ordered.